Event description:
During a laparoscopic procedure, a bowel grasper was noted to have broken while in use inside the patient. One of the jaws appeared to have sheared off of the mechanism. The charge nurse was notified. The pieces were retrieved from the patient and removed from the sterile field. A thorough cavity search was conducted by the physician and the storz representative was called to examine the instrument. Per the manufacturer rep, the piece that separated from the shaft of the instrument was intact, and he was confident no portion of the grasper remained inside the patient. The rep took the broken instrument pieces with him from the surgical suite.